Event description:
Caller states patient tested 4.1 inr on the coaguchek xs system while a comparison lab returned as 6.2 inr. The patient had signs of bruising. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
Caller reports the patient is in his (B)(6).